Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a double mastectomy with breast reconstruction procedure with unspecified mentor tissue expanders developed a staph infection three weeks post-operation. To treat the infection, the surgeon opened the reconstruction pocket, explanted the tissue expanders, cleaned them, and re-implanted the devices. The infection did not go away after this surgical intervention. As a result, the patient underwent bilateral explantation of the tissue expanders two weeks later. This medwatch report is for the left breast tissue expander.